Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received a heater bag not detected error message that occurred during step three of setup. After being unable to troubleshoot the alarm, the patient was advised to re-setup with new supplies. Upon setting up with new supplies and initiating therapy, the patient received a make sure the heater bag is on the heater tray error message during fill one of three of therapy. The patient had filled 0ml of an expected 2500ml at the time of the reported message. There was nothing noted with the supplies or the setup that could have caused or contributed to the reported alarm. The patient rebooted the cycler two more times but received the heater bag message each time. The technical support representative assisted the patient with cancelling their treatment. Upon removing the cassette, the patient discovered drops of fluid and moisture on the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their therapy using manual supplies. There was no patient injury or medical intervention required as a result of the reported leak. The cassette was discarded following the leak. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated on the device at which point an m71.2 pressure leak alarm occurred. The cause for the alarm was due to a loose connection of the v15 cable. It was also noted that the front panel bezel gasket was dropping approximately two inches over the center of the front panel overlay. The cable was re-secured and a second simulated therapy was initiated and completed without complication. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed in relation to the reported leak and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.